Event description:
This report is being filed upon notification from our MRI MFR in (B) (4) to submit this event which happened in (B) (6). Problem: pt had a MRI exam. The pt was scanned with the sense body coil in headfirst position. Immediately after the scan, a burn with a 2.5 cm blister was found on the inside of the upper legs. The legs had been in contact during the scan.

Manufacturer narrative:
Summary of the investigation: there was no coil or cable in the vicinity of the burn, no part of coil or cables touched the pt body, some scans with high sar levels were observed, and the upper legs made contact during the scan. The conclusion is that the burns were caused by skin-to skin contact. Skin-to-skin burns are a known cause for rf burns during a MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two-skin surfaces either by distance or by an isolating material between the skins. The instructions for use already contain extensive warnings on this matter.